Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies (B)(4) on the (B)(6) 2011. On receipt a real-time clock error was found in the history log. The device was tested on calibrated equipment. The device delivered a test shock without fault and an acceptable measurement was recorded. The device was then disassembled for investigation. Upon visual inspection, no abnormalities were found. The real-time clock circuitry was scrutinised and a component of the circuitry was found to be faulty. The component was replaced for testing and all faults were rectified after the component was replaced. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt, installed pad-pak has 2020 expiry date.